Event description:
The consumer went to sit down on the rollator and the brakes allegedly did not hold, causing the consumer to fall and require emergency care. Serious injury is alleged.

Manufacturer narrative:
The consumer went to sit down on the rollator and the brakes allegedly did not hold, causing the consumer to fall and the consumer alleges he broke his foot in 3 places. No confirmation of injury. Device is a distributed product. MFR has been notified.